Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), urticaria ("hives"), headache ("headache") and myalgia ("muscle ache"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, urticaria, headache and myalgia outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, myalgia and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, arthritis and polycystic ovary. Concurrent conditions included menorrhagia, uterine fibroid and allergy. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), urticaria ("hives"), headache ("headache") and myalgia ("muscleache"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, urticaria, headache and myalgia outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, myalgia and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jul-2021: medical record received. Reporters and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), urticaria ("hives"), headache ("headache") and myalgia ("muscle ache"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, urticaria, headache and myalgia outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, myalgia and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.